Manufacturer narrative:
Devices will not be returned. If the device or add'l info is received; it will be submitted on a supplemental report. Also involved in the event is cat no. 703522, plate adapter dist. Lat. Femur right lot no. K953115.

Event description:
It was reported, upon removal of targeting instruments, the adapter nut cross threaded in the plate adapter. No action was needed as the plate adapter was loose enough to remove from digital femur plate at conclusion of the case. The case finished without further issue.